Event description:
In 2010, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra 2 meter read inaccurately high. The medical surveillance specialist contacted the reporter to obtain/clarify information. The reporter said the patient ate something around 3 pm yesterday and laid down after eating. At around 5 pm, the reporter touched the patient and noticed she was all wet from sweating. The reporter also mentioned the patient felt "clammy, comatose, and did not talk". The reporter said that the patient takes her insulin through a pump and uses her blood sugar readings to dose the pump. She said that the patient's meal around 3 pm was based on the amount of insulin on board calculated by the pump and the meter reading, but could not remember the numbers. She thinks that the patient may not have eaten enough based on the meter reading. At around 5 pm, the patient was tested with results of 52, 72, 48, 42 and 49 mg/dl; each reading taken 10 minutes after the previous reading. The paramedics were called after the last reading and they allegedly obtained a result of 28 mg/dl when testing the patient on their meter. The patient was also tested on her meter within minutes with reported results of 139 and 237 mg/dl. At that point, the reporter was very suspicious that the results were inaccurately high on the patient's meter. The paramedics allegedly gave the patient a shot and some IV fluids. After they left that evening, the reporter alleged the patient was tested using test strips from a new vial and obtained results of 300 and 500 mg/dl tested back-to-back. The patient reportedly ate normally before she suffered symptoms and tests her blood sugar at least ten times per day. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. The patient's testing steps were correct. The control solution test passed specifications based on the test strip vial. This complaint is being reported because the reporter alleged the meter read inaccurately high, the patient may not have eaten enough based on meter readings, and the patient experienced symptoms of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.